Event description:
A (B)(6) male, surgery performed on (B)(6) 2013. Prior scfe created a deformity that required this device to be used to correct a valgus condition. One of the two proximal screws fractured near the locking head of the screw where is locks into the plate.